Event description:
The customer contacted stryker to report their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The initial medwatch report additional mfg narrative indicated: stryker replaced the device's rear case to resolve the reported issue. The initial medwatch report additional mfg narrative should indicate: stryker replaced the device's battery pins and rear case to resolve the reported issue. The results code grid has been updated. The initial medwatch report indicated: results code grid: electronical problem identified the initial medwatch report should indicate: results code grid: mechanical problem identified.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was found that a battery pin was pushed back into device causing the reported issue. Stryker replaced the device's rear case to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.